Event description:
It was reported that at the post-operative implant check, the left ventricular lead exhibited loss of capture in all vectors. A chest x-ray revealed that the lead had dislodged. The patient was brought back into the operating room and the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.